Event description:
It was reported that the buttons were unresponsive on the customer's insulin pump, following exposure to moisture. It was also noted that the insulin pump was scrolling continuously and not vibrating or alarming at all. The customer's blood glucose level was 12.7 mmol/l. The customer was advised to discontinue use of the insulin pump and was already on a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump alarmed properly during testing. No unexpected audio or vibration anomalies were noted during testing. The insulin pump had intermittent up arrow button response due to corroded keypad traces. No number ramping anomaly was noted on the display. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. (B)(4).